Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated on (B)(6) 2020, the patient, developed a bad rash where the patch had been. She went to see her physician and was prescribed daktacort (hydrocortisone and antifungal) skin cream which healed the rash. No additional patient or event information is available.